Event description:
It was reported that the surgeon inserted a cc4204bf collamer plate lens and the haptic was torn. The incision was enlarged to remove the lens but sutures were not required. The reporter stated the incident was due to a loading error.

Manufacturer narrative:
Visual inspection of the returned product showed that a haptic had been torn off and was missing. There was evidence of a clear surgical residue. Conclusion - (no conlcusion can be drawn): based on the complaint history and eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.